Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the meter paired successfully with a test pump. The meter gives recurring error 2 alarm when attempting to test blood glucose levels. Investigators were unable to adequately investigate due to recurring alarm. There was evidence of moisture damage observed in the meter.

Event description:
On (B)(6) 2012, the patient claimed the onetouch ping meter remote has a history and setting issue. Reportedly, the subject meter showed a blood glucose reading of 246 mg/dl when the patient tested her blood glucose; however, when she immediately went to take bolus insulin, the meter displayed a different result of 252 mg/dl. There was no product misuse. The reported issue was not resolved with troubleshooting. The product was replaced and requested back for investigation. This complaint is being reported due to the alleged history issue. There was no reported patient impact associated with this complaint.